Event description:
In late 2008, the lay user/patient's son contacted lifescan (lfs) alleging that the patient's one touch profile meter was reading inaccurately low. The complaint was classified based on the customer care advocate (cca), since the medical affairs specialist was unable to reach the reporter by phone. On the morning of the same day about 10:30 am, the reporter claimed that the patient obtained a blood glucose reading of "104 mg/dl" with the subject meter and a result of "550 mg/dl" with a hospital meter, performed within 10 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is unknown when the alleged inaccuracy issue began. The reporter stated that the pt was hospitalized at 9:30 am on the same day, for ketoacidosis. However, it is unknown what type of readings the patient was obtaining on the subject meter prior to being hospitalized, but the reporter alleged that she may have been obtaining inaccurate low readings for a while. The reporter stated that the patient tests 3x/day and manages her diabetes with insulin (type unknown) taken on a sliding scale. It is unk what action the patient took in regards to her diabetes management as a result of the reported issue. At the time of troubleshooting, the cca confirmed that the patient was applying the sample correctly, and that the puncture area was being cleaned properly. The reporter did not have a check strip or control solution at the time of the call to check the subject meter/strips. Replacement products were sent to the patient. This complaint is being reported because the patient was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.